Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up a confirmed fracture was noted on the epicardial (right atrial) (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.